Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirmed the reported failure mode. Visual inspection of the instrument showed that the grips were not bent or damaged. No char marks were observed on the yaw pulleys. Additional observations not reported by site were main insulation tube damage and recognition failure. Distal end of main tube exhibited various scratch marks with light material removal. The scratches were 0.120 - 0.215 in length and they were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Instrument was checked for recognition using an in-house da vinci si robot system. The da vinci robot system failed to recognize the instrument on multiple installation attempts. The pogo pins did not stick and were not contaminated. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during cleaning and sterilization, the customer noted that the physical damage on tips of the precise bipolar forceps instrument.